Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator flow sensor was not hooked up and the ventilator was not alarming. The device continued ventilating. However, the patient was removed from the ventilator and transferred to a different device. There was no report of patient harm as a result of this event.